Event description:
Pt with small bowel obstruction underwent exploratory lap in 2000. Noted to have diverticulitis with perforation and abscess requiring resection of sigmoid. Tlc functioned fine with initial use but jammed after reload. Multiple attempts at repositioning failed to produce normal stapling and cutting. A new tlc had to be opened and used.